Event description:
Customer reported that pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to uninstall and reinstall the mobile app and to monitor battery depletion, with instructions to follow up if it exceeds 35% per day. The customer understood and acknowledged the advice.